Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was exercising (playing ping-pong) due to t-wave oversensing (twos). The patient was seen during in-clinic follow-up, and a stress test was performed. Automatic setup was also done, and a request was made to have the data obtained during the follow-up analyzed by technical services (ts). Ts noted the situation appears to be challenging for the s-ICD to manage the changes in morphology observed for this patient. The health care professional (hcp) mentioned the morphology changes were premature ventricular contractions (pvcs). The patient has known atrial fibrillation (af) with aberrant conduction. Ts recommended the field check with the hcp if there could be any potential miss in medication which could have contributed to the recent activity of changes in morphology. Ts later was informed the patient started amiodarone on month ago (no dose reported), and the hcp will have the patient stop taking it. Programming options were also discussed at length, and no further assistance was needed at the time. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.